Manufacturer narrative:
(B)(4). Sample was discarded by customer.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 4/4. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The tsr explained the alarms and the hp revealed that a supply bag fell off the table and disconnected. The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse the following morning. The hp to finish that night's therapy manually. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the alarm and the bag falling off the table, it was revealed that the hp had not reported her about this event. Per nurse, she had seen the hp about a couple of weeks ago, and hp is doing fine. Per nurse, hp did not have, or report any injury or harm since (B)(6) 2010. The nurse stated that the hp had not reported any defects on the supplies. The nurse did not know the lot number. Per nurse, hp is continuing therapy without any issues. The nurse assured this writer that she would also contact the hp about this incident and discuss appropriate measures to avoid such an incident. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. The hp stated a supply bag fell off the table and disconnected. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).